Event description:
Hcp reported the patient was complaining of "clicking noises" along with headache,vomiting,increased pain,and calmminess. The physician was concerned about these being withdrawal symptoms. A "dye study" was done and the hcp reports showed a problem with the device though the dictation is not in the chart yet. The pump was replaced. The patient is reported to be doing well with the new pump.